Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic due to recurrent episodes of syncope. Telemetry reported prolonged periods of ventricular asystole. The pulse generator exhibited oversensing. The ventricular sensitivity setting was reprogrammed and no further oversensing was noted. The patient would be monitored.